Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 12/23/2014. Date of follow-up report: 01/23/2015. Evaluation of the sample found it was unused. The tip was not melted or frayed. E1455nsb electrodes are shipped as a single packaged electrode without a tip protector. Visual inspection of the returned sample found the blue insulation was pushed back. The blue insulation is heat shrunk and holds the ptfe in place. The ptfe on the incident sample had disengaged but was returned stuck inside a tip protector. This may have occurred when a tip protector was applied to the device during processing into a surgical kit by the distributor.

Event description:
The customer reported the protective cover for the tip was melting away or fraying from the tip. There was no patient injury. Covidien's initial evaluation of the incident device found the ptfe clear insulator came off the electrode when the tip protector was removed. The insulator was stuck inside the tip protector.